Event description:
Request manufacturer reprogramming of device to allow the ability to administer a fluid bolus from a "guardrails fluids" infusion by either 1) the 'bolus' button or 2) build out fluid administrations (ml/hr) in the 'secondary' library.